Event description:
Customer having problems with infusion sets. Customer was running high for three hours. The blood glucose reading was 390 mg/dl. Customer treated with manual injection. The current blood glucose reading is 347 mg/dl. Customer treated with insulin pump. During troubleshooting, the high pressure test failed twice. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.